Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted. All operating current test was normal and passed self-test and a21 test. No a21 alarm or a17 alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Event description:
It was reported that the customer received several external error and unexpected restart alarms. The customer's blood glucose level was 128 mg/dl. The product was not returned. Nothing further to report.